Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. Customer¿s other blood glucose is 61 mg/dl. The customer was treated with food. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer does not allege pump was over delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that auto mode was active. The insulin pump will not be returned for analysis.